Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Customer problem was duplicated by visual and functional testing. Occlusion test was used- found defective dso sensor. The dso sensor was replaced. Ehl was downloaded. The root cause is a defective dso sensor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was broken. The device evaluation revealed a damaged downstream occlusion dso sensor. There was unknown patient involvement.